Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is detached from the sensor pod and seal carrier. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. Reportedly, the patient did not make sure the transmitter was snapped into the sensor pod. Labeling indicates: make sure transmitter is snapped into sensor pod.